Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted if the meter is returned. Note: the reported test strip lot # 43616 was expired on 30-nov-09.

Event description:
A customer reported he received a blood glucose reading (unknown) at night and then on the following day, 2009 at 10 a.m., he experienced loss of consciousness. The paramedics were called, and they reportedly obtained a reading of 37 mg/dl. The customer felt that the adc meter was reading higher than the paramedics' meter (adc reading is unknown). The customer reported he was treated with a glucose shot and transported to a hospital where he was diagnosed with hypoglycemia and treated with glucose shot. The customer additionally reported he took readings on his adc meter from the previous month, but he could not see the readings in the meter's memory. There was no report of death or permanent impairment associated with this event.

Event description:
The lay user/patient contacted lifescan alleging the meter has black marks in the display. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. No readings were obtained on the date of the event in the meter log. This is a final report.